Event description:
It was reported that the shaver handpiece would not function. There was no report of injury nor delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation of the handpiece found that the on/off buttons did not function. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.